Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the patient came to infusion center because of leak in port tubing at home, when she administered her medication. Upon arrival rn flushed port with ns, saline was spraying out at the connection between the hub and tubing of the huber needle (20 gauge, 1" needle) pt's port was deaccessed and reaccessed as per protocol using 20 gauge, 1" huber needle, brisk blood return present, pt. Tolerated well.